Event description:
Event description guidant received information that a lead revision procedure was performed due to this ventricular lead being microdislodged. The lead was repositioned and there were no adverse patient effects.